Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nelicor puritan bennett customer support engineer (cse) verified the reporter problem. The cse inspected the device and reseated the inspiratory pcb. No parts were replaced. The unit passed extended self testing.